Manufacturer narrative:
The customer reported that the system was ¿not chopping.¿ the company service representative examined the system and was able to replicate the customer¿s reported event. Upon inspection of the footswitch, the company service representative found material in the proximal end of the footswitch cable connector which was shorting the pins. The footswitch cable was replaced. The company service representative cleaned the footswitch connector. The system was then tested and met all product specifications. The system was manufactured on december 7, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming footswitch cable. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A customer reported the unit would not chop during a procedure. Patient impact is unknown. Additional information has been requested but none has been received.